Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly, at the moment of plunger deployment, no effective step action "[mechanical jam]" was identified, and a failure of the perclose prostyle device was identified. The suture of a new prostyle devices was successfully pre-placed. The interventional procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.